Event description:
It was reported that a patient underwent a diagnostic hysteroscopy using the cystonephrofiberscope. Following the procedure, the patient developed a urinary tract infection (uti) and sought medical attention in the emergency room. No information was provided regarding the specific timeline between the procedure and the onset of symptoms. Additionally, no details were provided regarding the condition of the patient or any confirmation of device infection. There is no alleged device malfunction.